Event description:
It was observed during the device inspection, that the resection sheath, 26 fr. Outer sheath exhibited a broken ceramic distal tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer. The correct date was 07/22/2024. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, the tip was replaced by a non-olympus third party. And defined biocompatibility and mechanical specification of the item is not guaranteed. Olympus will continue to monitor field performance for this device.